Manufacturer narrative:
Per tandem user guide: only u-100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and the blockage was in the tubing. Reportedly, the customer was using fiasp insulin and was aware that is off label per the user guide. Customer continued insulin therapy after replacing tubing. Customers blood glucose was 250 mg/dl.